Event description:
Caller stated that her original dreamstation CPAP machine was recalled and later was replaced with a refurbished CPAP machine. Few months later a part of the refurbished machine was contaminated with a black substance and the part was replaced. Caller is currently using the refurbished device with the new part.